Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted within the duodenum on (B)(6) 2012, during a stent placement procedure. According to the complainant, the patient has cancer. During the procedure, after the stent was deployed, it was noticed that the distal tip of the outer sheath remained attached to the proximal end of the stent and prevented its expansion. The physician attempted to pull on the catheter to remove it from the stent; however, the catheter broke proximal to the stent. Reportedly, no resistance was met prior to the catheter breaking. Subsequently, the physician decided to burn some of the struts on the stent to release it from the delivery catheter utilizing argon plasma. The physician then positioned the endoscope within the stomach and used rat tooth forceps to pull on the detached portion of the catheter. The catheter finally released from the stent and was removed from the patient. The stent remains implanted within the patient. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted within the duodenum on (B)(6) 2012 during a stent placement procedure. According to the complainant, the patient has cancer. During the procedure, after the stent was deployed, it was noticed that the distal tip of the outer sheath remained attached to the proximal end of the stent and prevented its expansion. The physician attempted to pull on the catheter to remove it from the stent; however, the catheter broke proximal to the stent. Reportedly, no resistance was met prior to the catheter breaking. Subsequently, the physician decided to burn some of the struts on the stent to release it from the delivery catheter utilizing argon plasma. The physician then positioned the endoscope within the stomach and used rat tooth forceps to pull on the detached portion of the catheter. The catheter finally released from the stent and was removed from the patient. The stent remains implanted within the patient. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.

Manufacturer narrative:
A visual examination of the returned device found that it was returned in four sections. Section 1 included the clear outer sheath that had detached at 242 mm distal to the outer sheath transition zone, which is at the position of the exterior tube markerband. Section 2 included the tip of the device and the inner section that had been dissected by the physician. The inner section was noted to be kinked along its length. Section 3 included the inner section that had been dissected by the physician. Section 4 included the stainless steel shaft that had been dissected at 367 mm proximal to the distal end of the stainless steel shaft. Furthermore, it was noted that a section of the blue outer sheath and the distal end of the clear outer sheath (including the exterior tube markerband) were not returned. The distal and proximal handles were also not returned. During analysis it was noted that approximately 500 mm of guidewire had also been dissected. This section was retrieved from inside the stainless steel shaft. No visible damage was noted with the guidewire and no other issues were noted with the wallflex enteral device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Based on the evaluation conducted and the details of the complaint, a definitive root cause could not be determined.

Manufacturer narrative:
The exact patient age is unknown; however, the patient is over 18 years old. (B)(4): catheter difficult to remove; catheter break. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.